Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reports during a procedure an irrigation flow problem occurred causing a loss of pressure in the eye. No known patient impact. Further information has been requested.